Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The customer states the patient pulled out the catheter with the balloon inflated and a segment of the balloon section was retained in the patient's bladder.